Event description:
The customer reported that the insulin pump alarmed button error. The customer was unable to clear the alarm because, the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 12.2 mmol/l. The customer treated their blood glucose with an insulin pen. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.